Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was a recrudescence of pain. The event resolved on (B)(6) 2013

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of efficacy from their implantable neurostimulator (ins). It was unknown if any diagnostics or troubleshooting actions were performed. The device was then reprogrammed. The healthcare professional (hcp) investigator noted that the event was not serious and was not related to the device or the procedure. The patient status was noted as alive no injury and ongoing as other therapeutic actions were planned. Later it was reported that the cause of the loss of efficacy was unknown, variability in the response time to the stimulation. The event resolved on (B)(6) 2014. There was a change of electrode. The issue resolved.